Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Received a letter from an attorney alleging an injury occurred while using the product.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Received a letter from an attorney alleging an injury occurred while using the product.